Event description:
It was reported that during a procedure, the physician had difficulty in the process of removing the catheter. While observing under fluoroscopy, the catheter appeared to be stuck. The physician managed to withdraw the catheter with firm pressure, but once pressure was removed, the catheter returned to the same position. The catheter was withdrawn in a straight position. The physician found a white ring of "plastic or tissue" approximately 3.5 mm from the distal tip of the catheter. It is unknown to the physician if that material was a piece of "plastic" or tissue, and where it originated from. The physician did not recall viewing this ring prior to insertion of the catheter into the body. The patient was stable with no patient injury. After an observation period, the doctor decided to continue with the procedure with a new thermocool catheter.

Manufacturer narrative:
The sheath used during this procedure was agilis sheath (st. Jude medical). The sheath was discarded after the procedure.